Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the customer reported " abc key and ok key on the keypad didn't work at all" which was reproduced through troubleshooting of the device. Evaluation inspected the device and found all keys in the second column from left not functioning. The cause was determined to be corroded input/output printed circuit board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump abc and ok keys on the keypad didn't work at all. The event happened during testing at the biomed service. There was no patient involvement. No additional information is available.